Manufacturer narrative:
Investigation summary - bd had not received samples or photos for investigation. Therefore, 30 retention samples from bd inventory were evaluated by visual examination and no issues were observed relating to broken tube/ damages. Also, 10 retain samples were subjected to a visual inspection for brittleness and all samples were within specification. Based on a review of the device history record for the incident lot, all product specifications and requirements for lot release were met. There were no related quality issues during manufacturing of the product. This complaint is unable to be confirmed for the indicated failure mode of broken tube leaking blood. Bd was not able to identify a root cause for the indicated failure mode. Complaints received for this device and reported condition will continue to be tracked and trended. Our business team regularly reviews the collected data for identification of emerging trends.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, a tube was damaged leading to the blood leaking out of the bottom. The tube was replaced to finish the blood collection. There were no health impact or consequences reported.

Event description:
It was reported when using the bd vacutainer® sst¿ blood collection tubes, a tube was damaged leading to the blood leaking out of the bottom. The tube was replaced to finish the blood collection. There were no health impact or consequences reported.

Manufacturer narrative:
A device evaluation is anticipated but is not complete. Upon completion, a supplemental report will be filed.